Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: two opening curved on radius and white particles. Leak test and microscopic analysis was performed which identified: two striated opening on radius, observed void on valve side within specification per (B)(4) (texture side) is not considered a workmanship and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated opening on radius due to surgical damage consist in the use of some surgical tool. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.